Manufacturer narrative:
(B)(4). Device evaluated by mfg: returned product consisted of a fetch 2 aspiration device. Visual and tactile analysis noticed 4 separations on the catheter shaft one at the strain relief, one at 20cm from the strain relief, one at 38cm and one at 75.5cm from the strain relief. No kinks were noticed on the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2016. It was reported that a catheter kink occurred. While performing a saphenous vein graft in the obtuse marginal, the fetch®2 device was advanced; however a catheter kink was noted. No patient complications were reported and the patient status is fine.